Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine at a concentration of 2.5 mg/ml at a dose of 0.4 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the catheter was fractured at the anchor site in the back. The issue was discovered intraoperatively. The revision was to replace the spinal portion of the catheter was being performed when the issue was found. No patient symptoms were reported.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient told the physician that the new pump and catheter was infected. It looked red and thus prompted the revision/possible explant. Intraoperative it was noted that it was not at all infected.

Event description:
Additional information was received on 2016-oct-05. It was reported that after the hcp opened the pocket they noted a cut in the catheter at the pocket. They replaced the catheter. It was indicated that the patient was now doing well. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.